Event description:
Wall unit oxygen flow meter was noted to malfunction as follows. One example of malfunction was when the flow was turned up to full -flush- for use in bagging a pt. This type of flow meter will make a "crowing" noise sometimes when turned up to full flow. Staff person dialed flow down to "15" to eliminate the noise and continued to bag the pt after they were intubated. When the equipment was disconnected from the pt, it was noted that there was no oxygen flow coming from the flow meter, even though it was sitting on the "15" level on the dial. Upon investigation, it was discovered that other staff members had experienced this type of flow meter "sticking" on occasion.